Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Bezoar and gastro-intestinal ulcers are known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient's peg tube keeps pulling into the abdomen with abdominal pain. On (B)(6) 2020, an abdominal xray revealed that the intestinal tube was visible in the rectal area, but there was no lateral plate, and the tube was still in the small intestine. A computerized tomography (CT) scan revealed a jejunal-duodenal double intussusception and an endoscopy revealed a jejunal ulcer. An alternative etiology for jejunal ulcer was reported as decubitus towards the internal tube due to traction and intussusception. According to the gastroenterology report, the patient had a medium size, compacted bezoar at the distal end of the internal tube. The patient underwent fragmentation and complete removal of the bezoar and extraction of the internal tube in which the distal end of the tube was noted to be absent. At the level of the distal duodenum, a 10 to 12 cm fibrin-covered decubitus ulcer was observed with complete extraction of the external (peg) was also performed, and a provisional foley catheter was left to maintain the stoma and administration of duodopa therapy. A neurologist reported that the patient underwent a placement of the peg and j tube on (B)(6) and was discharged on (B)(6) 2020. It was reported that the entire gastric issues had been resolved and the patient was stable with no neuropsychiatric symptoms. An alternative etiology for event of double intestinal intussusception was reported as bezoar and traction of tube by bezoar. The alternative etiology for event of distal duodenal ulcer with fibrin was reported as decubitus tube produced by traction of bezoar in internal tube. The alternative etiology for event of bezoar in internal tube was reported as increased fiber in the patient¿s diet.